Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc performed sample probe 1 and reagent probe 1 and reagent probe 2 alignments. After reagent probe 1 alignment failed, tsc ran verification and system reset. Tsc recommended the customer run quality controls. A global product support (gps) specialist evaluated the instrument data, and did not find an instrument malfunction. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.